Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging other message. The reporter alleged receiving meter message either 'problem with strip" or "retest with new strip", and has been occurring intermittently and always before application. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.